Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that this device had been accidentally bumped, leading to puffiness at the implant site. There were no additional adverse patient effects reported. As of this time, the crt-d remains in service.